Event description:
Spacelabs received a report that tele bed 13 and tele bed 25 have two (2) different patients admitted, however both of those beds receivers are programmed to the same channel number. One patient passed away.

Manufacturer narrative:
The telemetry transmitter sends patient ECG signals to the telemetry receiver module which contains the ECG algorithm for processing the signals. The data is analyzed for display and determines alarm status, sending alarm messaging to the telemetry central monitor. Onsite testing of the involved devices by a spacelabs field service engineer confirmed the equipment worked to specifications. The testing was witnessed by a facility staff member. Spacelabs is evaluating this reported event and will file a follow up report when our evaluation is concluded.

Manufacturer narrative:
Further investigation by the spacelabs field service engineer (fse) confirmed the facility biomed had incorrectly programmed the two patient transmitters to the same channel number (frequency). Consequently, the receiver module could not correctly identify data from two different patients for valid data processing and clinical presentation or alarms notification. This was operator error and no fault was found with the involved devices. The fse worked with the facility biomed to resolve the issue and correctly program the transmitters to independent channel numbers (frequencies). This report is considered complete and the issue closed. Placeholder.